Event description:
I am reporting a problem with the quality of a medical device, tampons, which was manufactured by kimberly-clark under the name brand "u" by kotex. On two separate occasions, I inserted a tampon into my vagina and while I was pulling it out of my vagina, it unraveled. Although this initially happened with one tampon, I thought it was a fluke; I had just purchased the box so I tried a second tampon and the same event occurred after inserting and leaving it in my vagina for approx 2-1/2 hours. The tampon was not fully saturated - only 1/2-3/4 saturated. After this second event, I called the consumer complaint number located on the side panel of the tampon box and informed a customer service rep of the poor product quality and the problem that I experienced with their product. A few days later, I rec'd a pre-paid mailing envelope and was instructed to mail the remaining tampons back to kimberly clark and I also rec'd (B)(4) worth of kimberly-clark certificates to compensate me for my inconvenience. I have returned the remaining tampons and completed a customer service survey; no add'l follow-up came from the company. The next day I had abdominal pains/nausea, a slight fever and a horrible headache that lasted two days. I should have gone to the hosp, but I chose to stay home and self-medicate with acetaminophen since I do not currently have health insurance. I do not know if this was a toxic shock event, but with my husband's help and over-the-counter products, I survived this "suspicious illness". As an after-thought, when I read the serial numbers for the product off the box to the customer service rep, I noticed that the tampons were manufactured in (B)(4). If I had noticed this info before I purchased the tampons, I would never have selected this brand.